Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event history log showed a large number of "high alarm displayed: downstream occlusion." Functional testing was performed, and the dso sensor was faulty. The dso sensor, seal and bezel were all replaced.

Event description:
It was reported that the pump alarmed downstream occlusion and had a flashing screen. Per reporter, the rubber seal on the sensor was also worn out. There was no patient involvement.